Manufacturer narrative:
H3 product analysis: as found condition- the axium prime device was returned within a shipping box, within a sealed plastic biohazard pouch, within an opened axium prime outer carton and within a resealable plastic pouch. Visual inspection/damage location details: the actuator interface was found broken from the coupler tube. The break indicator was found broken with the release wire retracted. This is indicative of manual detachment attempts at these locations. No damages or irregularities were found with the remaining pusher. The coin was found retracted out of the lumen stop. The shield coil was found stretched. The coin was found undamaged. The lumen stop was found occluded with blood. Once the blood was dissolved the lumen stop was found slightly damaged. The retainer ring was found damaged. The implant coil was already detached and not returned for analysis. Testing/analysis ¿the coin was measured to be ~0.088mm @ 0.063mm, ~0.096mm @ 0.127mm, and ~0.099mm @ 0.275mm, which is within specif ication (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.105mm @ 0.127mm; and 0.086mm ¿ 0.108 @ 0.275mm). The inner diameter of the lumen stop could not be reliably measured due to the damaged condition. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was likely to have occurred. The lumen stop was found damaged, indicative that the coin was potentially jammed within the inner diameter of the lumen stop, preventing the implant from detaching. The cause of the coin stuck within lumen stop could not be determined. There was no non-conformance to specifications that would contribute towards the stuck coin and subsequent non-detachment. The shield coil was found stretched. It is also possible the damaged shield coil became entangled with the proximal implant coil during detachment, preventing the implant from fully separating from the pusher. Possible causes for coil stretching include, but not limited to, lack of hydration before procedure, insufficient continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, or user advances coil against resistance. The retainer ring was found damaged; however, damage to retainer ring would not contribute towards a non-detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues prior to non-detachment. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ap-ID (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding axium coil non-detachment. The patient was undergoing a coil embolization procedure to treat a neurovascular abnormality. Patient's blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The interventional radiologist attempted to deploy the coil but it was not possible to detach it. It was unknown how many detachment attempts were made. No attempts were made to detach the coil manually. Another instant detacher was not tried. The system was removed and the microcatheter was replaced and other coils were deployed successfully. There was no harm or injury to the patient associated with this event.